Event description:
On 03/10/2026, dr. (B)(6) reported that a 40-year-old male patient presented to the (B)(6) dental office. The patient had previously undergone implant placement on (B)(6) 2026 at tooth position #18 using a glidewell ht implant. The implant was placed following immediate extraction and was not immediately loaded. Prior to the second-stage surgery, the doctor discovered that the implant had failed to osseointegrate. The implant was removed on (B)(6) 2026 without the use of any instruments, and the implant was not replaced. The prosthesis type was a single tooth, and the opposing arch consisted of natural teeth. The patient was asymptomatic, with no permanent injury, and no additional medical intervention or surgical procedures were required. The patient's oral hygiene was noted to be good, and the bone quality was classified as type ii. No abnormalities were observed with the implant or its packaging.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be conducted, and a supplemental report will be submitted upon completion. Complaint history and product history records were reviewed, and the documentation indicated that the product met release criteria. The root cause has not been identified at this time. The manufacturer's internal reference number is: (B)(4).